Event description:
This emdr is on the right hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Rejected--duplicate of 1818910-2010-00476.

Manufacturer narrative:
Corrected: after further review, it was discovered that this was not a duplicate report of 1818910-2010-00476 as originally thought. It was rejected in error. This product was reported on time, and has been restored.

Event description:
Litigation papers were received. Papers allege patient suffers from pain and elevated ion levels of chromium and cobalt. Doi: (B)(6) 2008 dor: unknown (left hip). Doi: (B)(6) 2009 dor: (B)(6) 2010 (right hip).